Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2015, the customer reportedly received the following results on the nano system within 10 minutes: 521 mg/dl and 225 mg/dl. On (B)(6) 2015, the customer reportedly received the following results on the nano system within 10 minutes: 360 mg/dl and 130 mg/dl. The same strip vial was used for both comparisons. No adverse event reported. Return of the suspect device was requested for evaluation.